Event description:
It was initially reported by the nurse that the wand "seemed to stop working like it used to." The data received light does not flicker as fast as it used to, and she ends up using another programming system to interrogate and program patients. She feels like there is something wrong with the wand. Asked if she has tried using the other wand with her existing handheld or the other handheld with her existing wand and she said no. Troubleshooting was performed which did not resolve the issue. The nurse indicated that she was able to use another programming system in the same area, so it was not believed to be emi interference. The programming system was sent to the MFR for analysis. The analysis has yet to be completed on the programming wand. Analysis of the handheld computer and software resulted in no anomalies associated with handheld computer, flashcard software or databases were identified. The handheld computer, flashcard and software performed according to specs.